Event description:
It was reported that the unit sparked and sizzled. It was further reported that this happened before surgery or in the room.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.